Manufacturer narrative:
The device was returned to the manufacturer and the two straight pins that retain the large collet were missing. A replacement device was sent to the customer.

Event description:
It was reported that pieces fell out from the inside of the device. The event did not occur during a procedure so there was no pt involvement or adverse consequences related to this event.